Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to power on. A review of the system log file didn¿t confirm the reported problem. Upon functional testing, the fse checked and found bios battery voltage was very low. To resolve the issue the fse replaced the bios battery. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was not booting and application not starting. There was no reported patient or user harm. The device was reportedly not in clinical use at the time the issue occurred. A philips field service engineer (fse) replaced the bios battery, and the system was returned to use in good working order.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.